Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 180 to 210 mg/dl. Customer observed symptoms of hyperglycemia and loss of breath. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from truetrack meter to competitor's meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (some are manually logged): 1: 174mg/dl (B)(6) 2015 08:5am. 2: 231mg/dl (B)(6) 2015 06:01pm. 3: 226mg/dl (B)(6) 2015 01:38am. 4: 179mg/dl (B)(6) 2015 03:14 am. 5: 433mg/dl (B)(6) 2015 02:54pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction improper storage of test strip investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 180 to 210 mg/dl. Customer observed symptoms of hyperglycemia and loss of breath. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from truetrack meter to competitor's meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (some are manually logged): (B)(4). Adverse event not reported.